Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter in law reported via phone call that the customer visit to emergency room then admitted to hospital due to hyperglycemia and urinary tract infection, on (B)(6) 2019 with blood glucose level was over 600mg/dl at time of incident, treated with bolus from insulin pump, manual injection, intravenous fluids, anti-biotic and glucose protocol with an infusion machine at hospital. The customer declined to troubleshooting for high blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.